Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided by the customer.

Event description:
The customer reported a falsely elevated architect lactate dehydrogenase (ldh) result for one patient on the architect c4000 analyzer. The patient generated an initial result of 636 and multiple repeats generated results ranging from 122 to 146. The customer uses a reference range of 125 to 243. No adverse impact to patient management was reported.

Manufacturer narrative:
A product correction letter was issued to all architect clinical chemistry customers notifying them to adhere to the labeling instructions listed in the architect operations manual, section 10, to resolve error codes 3580 to 3585 or 5381 before transitioning the architect to the running status. The product correction letter provides guidance on how the customer can ensure the pressure monitoring system is functioning and also recommends following the architect systems operations manual and the assay-specific documentation to ensure all samples and reagents meet described requirements before being placed on the architect. The investigation found that when the pressure monitor board communication on the architect clinical chemistry analyzer is not successfully established during initial instrument boot up, and the following error codes 3580 to 3585 or 5381 are not resolved by the user prior to transitioning the architect to the running status, there is the potential to generate incorrect results as the pressure monitoring system is inactive. The architect system software will be updated in a future version to prevent the architect analyzer from transitioning to the running status when the pressure monitoring system is in an error state.

Manufacturer narrative:
The customer's instrument logs were reviewed. The message history log for c401956 revealed multiple aspiration errors occurred on the same day the discrepant ldh was generated. Although this error supports the possibility of an aspiration issue, we could not confirm a preanalytical issue since the sample ID and the time of aspiration for the sample are unknown. A review of the architect c401956 service history identified no subsequent issues have been reported and no contributing factors were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c4000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.